Event description:
It was reported that patient presented with instability. Surgeon revised shell/liner and retained the omni-fit ha stem. Used a universal sleeve/ceramic head and titanium shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.